Manufacturer narrative:
.

Event description:
It was reported that loss of capture was observed. It was suspected that the lead was dislodged. The lead was successfully repositioned. The patient was fine after the event.